Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir had a vibrate anomaly and had pump error hardware low level failure . The blood glucose at the time of the incident was 261 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the vibration alert functioning properly. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.